Event description:
It was reported through a research article that a retrospective analysis was performed using data of patient's who underwent carotid artery stenting (cas) and carotid endarterectomy (cea) in patients with carotid artery stenosis to compare out comes. There was no issues noted during the procedures; however, 6 days after the stent implanted a non-disabling stroke was noted in the cas procedure. However, after 30 days tia and restenosis were noted to occur in cas procedure and cea with angioplasty was performed for treatment. The cea cases were noted to suffer stroke and thrombus. In conclusion no significant difference between the 2 carotid revascularization techniques in the incidence of periprocedural stroke in symptomatic and asymptomatic patients were found. Details are listed in the attached article, titled "outcomes following carotid endarterectomy and carotid artery stenting in patients with carotid artery stenosis: a retrospective study from a single center in south korea" no additional information was provided. The emboshield nav6 and accunet embolic protection systems will be captured as a non-complaint product experience. There were no malfunctions or adverse patient effects reported due to the emboshield nav6 and accunet embolic protection systems additionally, the patient effects mentioned in the referenced article arose from many patients, procedures and products manufactured by multiple companies. The limited information prevents abbott from identifying which (if any) adverse events may be related to abbott products. As there is no specific information to identify a reasonable link between the patient outcome and the abbott product [and no follow-up can be performed as the information was obtained through review of an article], this event will not be reportable and will be considered a non-complaint. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported stenosis, transient ischemic attack and stroke/cva, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effects of stenosis and stroke /cerebrovascular accident are listed in the rx acculink carotid stent system instructions for use as known patient effects associated with the use of a stent in carotid arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Dates estimated . The UDI is not known as the part and lot number were not provided. Attachment: article titled, outcomes following carotid endarterectomy and carotid artery stenting in patients with carotid artery stenosis: a retrospective study from a single center in south korea.